Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. There was a blockage in the cartridge. Customer changed the pump supplies and successfully resumed insulin therapy. Customer went to the emergency room with a blood glucose level of 460 mf/dl. Customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issues and there was no permanent damage. Customer was released later that day. Tandem technical support performed a system check and the pump is functioning as intended